Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-08292 and 08293. The patient has two leads, and all possible lots are being reported. It was reported the patient was experiencing auto-reduction on all programs. Diagnostic tests revealed low impedances on many lead contacts and invalid impedances on few. The patient was to meet with the sjm representative at a future date for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.